Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with confusion and a fever up to 105 degrees due to sepsis. An echocardiogram showed lesions attached to the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted and the patient was paced with an external pacemaker. Several weeks later, a new ipg system was implanted. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.